Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath lot# unknown serial# implanted: explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown, ubd: , UDI#: refer also to MFR report number 3004209178-2024-11944 regarding subsequent event and 2024 catheter revision. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving sufentanil with concentration 10,0 mcg/ml at a dose rate of 10,510 mcg/day as of (B)(6) 2024 via an implantable pump. It was reported that an issue regarding catheter control occurred. The patient had symptoms of loss of therapy (increased pain). The patient was a long-term patient who changed hospitals in 2017. The patient's age as of (B)(6) 2017 was 67 years. Since the patient was treated, they underwent a catheter revision every second year, further stated as 2017, 2019, 2020, and latest 2024. Refer also to MFR report number 3004209178-2024-11944 regarding subsequent event and 2024 catheter revision. The catheter was always implanted at the location of th8. Before the patient changed hospitals, they were undergoing revisions in the other hospital. The patient's pump was later replaced on (B)(6) 2024. The catheter access port (cap) was checked before pump replacement with x-ray and contrast. The pump and catheter were aspirated properly and liquor (cerebrospinal fluid) came out. The exact amount of liquor aspirated was unknown. After aspiration they put contrast through the cap but no contrast was visible, neither on the tip of the catheter, nor along the catheter, and also not on the connection port from the pump to the catheter. Thepatient's medical history, and weight at the time of the event was unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was later received from a company representative on (B)(6) 2024. It was clarified that there were no further details available regarding the events and the company representative was unable to obtain further information. The following information was previously reported in related MFR report number 3004209178-2024-11944: additional information was received from a company representative (rep). It was reported that the catheter serial number was unknown. It was unknown if the 2017, 2019, and 2020 catheter revisions were regarding the same / ongoing issue regarding the same catheter as the hcp did not tell the rep in detail because the revision surgeries were in different hospitals. The need for the first catheter revision in 2017 was unknown. The cause of catheter control issue / no contrast seen when the catheter was injected via the cap / increased pain was unknown. It was unknown if there were any specific action(s) taken to resolve the catheter control issue / no contrast seen when the catheter was injected via the cap / increased pain. It was unknown if there was a catheter revision in 2024. It was unknown if the issue resolved. The catheter remained implanted. No further information was provided.